Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 04/29/2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016 . There was no report any injury or medical intervention. No additional event or patient information is available.